Manufacturer narrative:
The white sureform 45 reload associated with the procedure was returned and evaluated by intuitive surgical, inc. (Isi). The reload appeared to be used and fired without any issues and all staples were deployed from the reload with no damage to the cartridge. When disassembled for inspection, no damage was found to the knife. No product issue was identified with the reload, however, the sureform 45 curved-tip instrument was not returned for analysis. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to mishandling/misuse.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci assisted pulmonary lobectomy, the pulmonary artery (pa) was injured while stapling with a sureform 45 curved-tip instrument and white sureform 45 reload. The following information was obtained through follow up with the surgeon: the instrument fired normally but, the jaws sprung open rather than opening in a controlled manner and when pulling back the instrument, the surgeon noticed bleeding which was found to be coming from a 2mm laceration on the vessel stump that was said to be caused by the exposed blade. The surgeon and staff did not notice any unintuitive motion or system/instrument error messages to achieve hemostasis, a cadiere forceps and gauze was clamped onto the vessel and the procedure was continued. The staple line was assessed and appeared intact with properly formed staples and it was confirmed the injury was not on the staple line itself. A backup sureform 45 curved-tip instrument was used to continue the procedure. After the specimen was removed and the procedure was completed, the cadiere forceps was removed but the vessel was still bleeding. The tip-up fenestrated grasper was used to clamp the vessel as the other universal surgical manipulators were undocked and the procedure was converted to a thoracotomy to repair the pa injury with purse string suturing. The estimated blood loss from the injury was 50 ml and the patient was stable both intraoperatively and postoperatively.

Manufacturer narrative:
Based on the current information provided, the cause of the exposed blade which injured the pulmonary artery (pa) cannnot be determined. The customer confirmed the product was discarded and is therefore not available for evaluation. A follow-up MDR will be submitted if additional information is obtained. Logs show that the sureform 45 stapler involved in this complaint was installed on the system 3 times and fired 1 white reload. On the first installation, clamping was successful, and the firing was completed with no pauses for compression. On the next two installations, no clamping or firing was attempted. The instrument was removed and not used again in the procedure. There were no incomplete clamps, incomplete unclamps, or firing failures by either instrument. There were no additional stapler related errors in the logs. There are no system log errors that would have caused or contributed to the reported event. This complaint has been reported due to the following conclusion: after successfully firing a sureform 45 curved-tip instrument with a white sureform 45 reload on the pa, the jaws sprung open, and the blade was exposed which caused a 2mm laceration on the vessel stump. The procedure was then converted to open in order to repair the injury with purse string suturing and the estimated blood loss was said to be 50ml. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.